Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) due to myopotentials inhibition were observed on a remote transmission. Programming changes were discussed but not made at this time. The patient was asymptomatic.

Event description:
New information received indicated that the patient presented for a follow-up and programming changes were made. The patient was fine.